Event description:
During transfer of the pt, the head end of the table frame came apart and the pt fell onto the center beam. The hospital has stated that there was no injury to the pt.

Manufacturer narrative:
We have had multiple attempts to contact hospital to acquire info relating the incident. Each attempt failed, we finally was able to acquire input from dr (B)(6) at the (B)(6) and he stated that they were now using loban drapes and there is no longer a problem. As we recommend to our customer to use the shearguard covers/drapes to reduce shearing, the customer is now using the covers and the loban. Loban is an antimicrobial surgical incise drape with an iodophor impregnated adhesive, designed to provide a sterile surface on the pt. Since the hospital is covering these pads, as we have recommended, and longer having issues, we are closing this complaint.